Event description:
Facility reports that while transferring a resident using a viking m pt lift, that the pin broke on the sling bar resulting in the resident falling to the floor. A medical eval was done including a CT scan. No injuries were reported. The lift was used four times during the morning prior to the event and staff did not report anything about those transfers which suggest there was any concern about the safety of continued use of the lift.